Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, the blade "broke off in the patients foot during a routine procedure". It was reported that due to this, the surgery was prolonged to find the tip of the blade, which was retrieved. It was reported that there was no harm to the patient. A sample was requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Blade broke during procedure.